Manufacturer narrative:
A patient experienced ineffective therapy due to lead migration was reported to abbott. A patient's ipg failed to establish communication with external devices and was deemed inoperable. As a result, the ipg and the lead were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-04029. It was reported that patient experienced ineffective therapy due to lead migration. Reportedly, the ipg failed to establish communication with external devices and was deemed inoperable. Surgical intervention was undertaken wherein the ipg and the lead were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.